Manufacturer narrative:
The insulin pump was received broken at battery tube threads, broken reservoir tube lip, cracked at reservoir tube and cracked lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose the day before. Her blood glucose was 450 mg/dl; she treated but thinks she over treated because the day of the call, her blood glucose was low at 54 mg/dl which she treated with food. The customer stated that the infusion set gets clogged and her blood glucose rises. The customer stated that when she takes the cannula out, there is white deposit at the end. The customer also reported the insulin pump has cracks around the reservoir compartment and a piece missing from the battery compartment. Customer stated the device had been dropped. The insulin pump was replaced and returned for analysis.